Event description:
It was reported that the user experienced hyperglycemia with glucose readings over 300 mg/dl for approximately 90 minutes and peaking over 400 mg/dl while using the ilet system; a kinked infusion set tubing was observed and straightened, after which glucose trend arrows indicated a downward trend, but hyperglycemia persisted and the user later disconnected and administered a 10-unit backup insulin injection before planning a supply and site change. Symptoms included hyperglycemia without reported ketone testing, medical assistance, or immediate health effects. Outcomes included temporary discontinuation of pump therapy and use of backup injection therapy, with education provided on reconnection and site change. Investigation included troubleshooting of high glucose and user inspection of the infusion site and tubing, with no reported cannula damage after inspection. Investigation of this case revealed a transient infusion interruption consistent with a tubing kink, with device function appearing to resume once the kink was corrected, though persistent hyperglycemia necessitated backup therapy and subsequent supply and site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.